Event description:
It was reported that the pt suffered an ami. Pre-dilatation was performed with another co's 2.0 x 10 dilatation balloon catheter, and the 2.75 x 13 zeta was advanced distal of the mid lad, but it was caught by the caclification before the target lesion. A 2.5 x 15 crossail was inflated, and the zeta was advanced again, but it did not cross the lesion. As there was a possibility that the stent had loosened, the zeta was implanted before the target lesion.